Event description:
The customer reported that the subject device displayed error code e315 (scope error), and the electrical connector was eroded. The issues were observed during reprocessing of the device. There was no patient or user harm reported due to the event. This report is being submitted for the scope error code e315.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, the customer¿s reported scope error code e315 could not be confirmed or duplicated; however, error code b30 (scope communication error) was displayed, which was found to be due to corrosion of the electrical connector. In addition, service found the adhesive of the bending cover was damaged, due to chemical and physical stress. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user handled the device - then, an abnormality occurred in the electrical parts which led to the displayed error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.